Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Problem statement: philips field service engineer (fse) replaced the flow sensor assembly to resolve this issue. Failure analysis of the returned part indicates: airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips field service engineer (fse) reported air flow out of range during periodic maintenance. There was no patient involvement.